Event description:
It was reported that on (B)(6) 2019, an omnilink stent was implanted without issue. Approximately 6 months after stent implantation, the patient experienced unspecified symptoms, without skin changes, and continued to have recurrent symptoms at unspecified times. Reportedly, the patient had several implants after the omnilink was implanted. The patient is being seen for a possible allergic reaction, but the test has not yet been performed and a treatment plan has not yet been provided. No additional information was provided.

Manufacturer narrative:
Date of event is estimated as (B)(6) 2019-(B)(6) 2022. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of allergic reaction is listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (eifu) as potential allergies to contrast medium, drug, or stent material and; therefore, is a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was received: per the physician, so far, no allergy has been proven and is unlikely. As already mentioned, there were repeated recurrences shortly after implantation of the stents. However, as long as an allergy is not confirmed, md does not consider it useful to claim one.